Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; pictures and medical records were not provided. Visual and dimensional evaluations, and compatibility check could not be performed due to insufficient information provided. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. X-ray review by mmi states narrowing of the medial and lateral compartment that could relate to polyethylene wear. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown femoral component, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03945, 0001822565 - 2019 - 03948.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.